Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0104) on 06-aug-2015. The most recent information was received on 26-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils has migrated into my abdomen'), autoimmune disorder ('autoimmune disease') and blindness ('vision/eye problems type: lost some vision') in an adult female patient who had essure (ess205) (batch no. 372740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". The patient's medical history included diabetes, night sweats and viral meningitis. Concomitant products included clonidine, hydrochlorothiazide since 2016, losartan since 2016, metformin and tramadol hydrochloride (ultram ER). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced blindness (seriousness criterion medically significant), alopecia ("suffered with extreme hair loss"), hypertension ("unexplained high blood pressure not controlled by medicine and diet/high blood pressure "), vision blurred ("blurred vision/vision got blurry"), weight loss poor ("weight gain I can't lose"), pelvic pain ("hurts one way or the other/lower pelvic pain"), mood altered ("mood changes"), swelling ("swelling"), diplopia ("double vision"), irritability ("rritable"), loss of libido ("lack of desire ") and visual impairment ("vision saw spot") and was found to have weight increased ("weight gain I can't lose") and heart rate irregular ("irregular heart rate"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced depression ("hormonal changes describe: extreme depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: mild rashes on face, belly, butt, legs") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced hepatic lesion ("liver lesions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: lots of yeast infections"). In (B)(6) 2016, the patient experienced incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), arthralgia ("painful joints/ pain kinda towards my hip lisa") and joint swelling ("swelling joints"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, blindness, hepatic lesion, back pain, abdominal pain upper, alopecia, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, depression, mood altered, vaginal haemorrhage, menorrhagia, fibromyalgia, incontinence, migraine, heart rate irregular, swelling, tooth disorder, dyspareunia, vaginal discharge, diplopia, abdominal distension, irritability, loss of libido and visual impairment outcome was unknown, the headache, arthralgia, pelvic pain and vulvovaginal mycotic infection had resolved and the fatigue and rash was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, blindness, depression, device dislocation, diplopia, dyspareunia, fatigue, fibromyalgia, headache, heart rate irregular, hepatic lesion, hypertension, incontinence, irritability, joint swelling, loss of libido, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4) discrepancy noted: date of explant:(B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pelvic pain (hurts) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia,menorrhagia further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New events:hormonal changes describe: extreme depression/mood changes, irritability, lack of desire abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: lots of yeast infections!, psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: mild rashes on face, belly, butt, legs, bladder or urinary problems or changes:incontinence, migraines , blood or heart disorder/condition type: irregular heart rate/ swelling, dental problems, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: lost some vision and had double vision, gastrointestinal or digestive system condition type: severe bloating, other injury(ies) or complication please describe: liver lesions were added. Event outcome were updated :pain , headache, fatigue, rashes, yeast infection.medical history , lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils has migrated into my abdomen'), autoimmune disorder ('autoimmune disease') and blindness ('vision/eye problems type: lost some vision') in an adult female patient who had essure (ess205) (batch no. 372740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". The patient's medical history included diabetes, night sweats and viral meningitis. Concomitant products included clonidine, hydrochlorothiazide since 2016, losartan since 2016, metformin and tramadol hydrochloride (ultram ER). In 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced blindness (seriousness criterion medically significant), alopecia ("suffered with extreme hair loss"), hypertension ("unexplained high blood pressure not controlled by medicine and diet/high blood pressure "), vision blurred ("blurred vision/vision got blurry"), weight loss poor ("weight gain I can't lose"), pelvic pain ("hurts one way or the other/lower pelvic pain"), mood altered ("mood changes"), swelling ("swelling"), diplopia ("double vision"), irritability ("rritable"), loss of libido ("lack of desire ") and visual impairment ("vision saw spot") and was found to have weight increased ("weight gain I can't lose") and heart rate irregular ("irregular heart rate"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced depression ("hormonal changes describe: extreme depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: mild rashes on face, belly, butt, legs") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced hepatic lesion ("liver lesions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: lots of yeast infections"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), arthralgia ("painful joints/ pain kinda towards my hip lisa") and joint swelling ("swelling joints"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, blindness, hepatic lesion, back pain, abdominal pain upper, alopecia, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, depression, mood altered, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary incontinence, migraine, heart rate irregular, swelling, tooth disorder, dyspareunia, vaginal discharge, diplopia, abdominal distension, irritability, loss of libido and visual impairment outcome was unknown, the headache, arthralgia, pelvic pain and vulvovaginal mycotic infection had resolved and the fatigue and rash was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, blindness, depression, device dislocation, diplopia, dyspareunia, fatigue, fibromyalgia, headache, heart rate irregular, hepatic lesion, hypertension, irritability, joint swelling, loss of libido, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, swelling, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Discrepancy noted: date of explant:(B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pelvic pain (hurts). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia,menorrhagia. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-aug-2015. The most recent information was received on 20-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils has migrated into my abdomen') in an adult female patient who had essure (ess205) (batch no. 372740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". The patient's medical history included diabetes, night sweats and viral meningitis. Concomitant products included clonidine, hydrochlorothiazide since 2016, losartan since 2016, metformin and tramadol hydrochloride (ultram ER). In 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced blindness ("vision/eye problems type: lost some vision"), alopecia ("suffered with extreme hair loss"), hypertension ("unexplained high blood pressure not controlled by medicine and diet/high blood pressure "), vision blurred ("blurred vision/vision got blurry"), weight loss poor ("weight gain I can't lose"), pelvic pain ("hurts one way or the other/lower pelvic pain"), mood altered ("mood changes"), pharyngeal swelling ("swelling / glands under throat swollen for years"), diplopia ("double vision"), irritability ("rritable"), loss of libido ("lack of desire ") and visual impairment ("vision saw spot") and was found to have weight increased ("weight gain I can't lose") and heart rate irregular ("irregular heart rate"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced depression ("hormonal changes describe: extreme depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: mild rashes on face, belly, butt, legs") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced hepatic lesion ("liver lesions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: lots of yeast infections"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), arthralgia ("painful joints/ pain kinda towards my hip lisa"), joint swelling ("swelling joints"), hepatic cyst ("I have a cyst on my liver too"), polycystic ovaries ("pcos"), overweight ("overweight") and restless legs syndrome ("restless leg"). The patient was treated with surgery (uterus with tubes and coils removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, blindness, hepatic lesion, back pain, abdominal pain upper, alopecia, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, depression, mood altered, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary incontinence, migraine, heart rate irregular, pharyngeal swelling, tooth disorder, dyspareunia, vaginal discharge, diplopia, abdominal distension, irritability, loss of libido, visual impairment, hepatic cyst, polycystic ovaries, overweight and restless legs syndrome outcome was unknown, the headache, arthralgia, pelvic pain and vulvovaginal mycotic infection had resolved and the fatigue and rash was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, blindness, depression, device dislocation, diplopia, dyspareunia, fatigue, fibromyalgia, headache, heart rate irregular, hepatic cyst, hepatic lesion, hypertension, irritability, joint swelling, loss of libido, menorrhagia, migraine, mood altered, nausea, overweight, pelvic pain, pharyngeal swelling, polycystic ovaries, rash, restless legs syndrome, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Discrepancy noted: date of explant: (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion,that both tubes were blocked. X-ray - on an unknown date: results: see other diagnostics. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pelvic pain (hurts). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia,menorrhagia. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media content received: events: pcos, restless leg, overweight were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils has migrated into my abdomen') in an adult female patient who had essure (ess205) (batch no. 372740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". The patient's medical history included diabetes, night sweats and viral meningitis. Concomitant products included clonidine, hydrochlorothiazide since 2016, losartan since 2016, metformin and tramadol hydrochloride (ultram ER). In 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced blindness ("vision/eye problems type: lost some vision"), alopecia ("suffered with extreme hair loss"), hypertension ("unexplained high blood pressure not controlled by medicine and diet/high blood pressure "), vision blurred ("blurred vision/vision got blurry"), weight loss poor ("weight gain I can't lose"), pelvic pain ("hurts one way or the other/lower pelvic pain"), mood altered ("mood changes"), pharyngeal swelling ("swelling / glands under throat swollen for years"), diplopia ("double vision"), irritability ("rritable"), loss of libido ("lack of desire ") and visual impairment ("vision saw spot") and was found to have weight increased ("weight gain I can't lose") and heart rate irregular ("irregular heart rate"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced depression ("hormonal changes describe: extreme depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: mild rashes on face, belly, butt, legs") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced hepatic lesion ("liver lesions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: lots of yeast infections"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), arthralgia ("painful joints/ pain kinda towards my hip lisa"), joint swelling ("swelling joints"), hepatic cyst ("I have a cyst on my liver too"), polycystic ovaries ("pcos"), overweight ("overweight"), restless legs syndrome ("restless leg"), neuralgia ("nerve pain"), aggression ("violent") and musculoskeletal stiffness ("stiffness"). The patient was treated with surgery (uterus with tubes and coils removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, blindness, hepatic lesion, back pain, abdominal pain upper, alopecia, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, depression, mood altered, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary incontinence, migraine, heart rate irregular, pharyngeal swelling, tooth disorder, dyspareunia, vaginal discharge, diplopia, abdominal distension, irritability, loss of libido, visual impairment, hepatic cyst, polycystic ovaries, overweight, restless legs syndrome, neuralgia, aggression and musculoskeletal stiffness outcome was unknown, the headache, arthralgia, pelvic pain and vulvovaginal mycotic infection had resolved and the fatigue and rash was resolving. The reporter considered abdominal distension, abdominal pain upper, aggression, alopecia, arthralgia, autoimmune disorder, back pain, blindness, depression, device dislocation, diplopia, dyspareunia, fatigue, fibromyalgia, headache, heart rate irregular, hepatic cyst, hepatic lesion, hypertension, irritability, joint swelling, loss of libido, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, neuralgia, overweight, pelvic pain, pharyngeal swelling, polycystic ovaries, rash, restless legs syndrome, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4) discrepancy noted: date of explant:(B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion,that both tubes were blocked. X-ray - on an unknown date: results: see other diagnostics. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pelvic pain (hurts) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia,menorrhagia lot number (372740-not valid). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event nerve pain, violent and stiffness were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-aug-2015. The most recent information was received on 21-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils has migrated into my abdomen') in an adult female patient who had essure (ess205) (batch no. 372740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". The patient's medical history included diabetes, night sweats and viral meningitis. Concomitant products included clonidine, hydrochlorothiazide since 2016, losartan since 2016, metformin and tramadol hydrochloride (ultram ER). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced blindness ("vision/eye problems type: lost some vision"), alopecia ("suffered with extreme hair loss"), hypertension ("unexplained high blood pressure not controlled by medicine and diet/high blood pressure "), vision blurred ("blurred vision/vision got blurry"), weight loss poor ("weight gain I can't lose"), pelvic pain ("hurts one way or the other/lower pelvic pain"), mood altered ("mood changes"), pharyngeal swelling ("swelling / glands under throat swollen for years"), diplopia ("double vision"), irritability ("rritable"), loss of libido ("lack of desire ") and visual impairment ("vision saw spot") and was found to have weight increased ("weight gain I can't lose") and heart rate irregular ("irregular heart rate"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced depression ("hormonal changes describe: extreme depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: mild rashes on face, belly, butt, legs") and tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced hepatic lesion ("liver lesions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: lots of yeast infections"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), arthralgia ("painful joints/ pain kinda towards my hip lisa"), joint swelling ("swelling joints"), hepatic cyst ("I have a cyst on my liver too"), polycystic ovaries ("pcos"), overweight ("overweight") and restless legs syndrome ("restless leg"). The patient was treated with surgery (uterus with tubes and coils removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, blindness, hepatic lesion, back pain, abdominal pain upper, alopecia, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, depression, mood altered, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary incontinence, migraine, heart rate irregular, pharyngeal swelling, tooth disorder, dyspareunia, vaginal discharge, diplopia, abdominal distension, irritability, loss of libido, visual impairment, hepatic cyst, polycystic ovaries, overweight and restless legs syndrome outcome was unknown, the headache, arthralgia, pelvic pain and vulvovaginal mycotic infection had resolved and the fatigue and rash was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, blindness, depression, device dislocation, diplopia, dyspareunia, fatigue, fibromyalgia, headache, heart rate irregular, hepatic cyst, hepatic lesion, hypertension, irritability, joint swelling, loss of libido, menorrhagia, migraine, mood altered, nausea, overweight, pelvic pain, pharyngeal swelling, polycystic ovaries, rash, restless legs syndrome, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Discrepancy noted: date of explant: (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion,that both tubes were blocked. X-ray - on an unknown date: results: see other diagnostics. Concerning the injuries reported in this case the following one/ones were described in patient's social media: pelvic pain (hurts) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia,menorrhagia lot number (372740-not valid) quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils has migrated into my abdomen'), autoimmune disorder ('autoimmune disease') and blindness ('vision/eye problems type: lost some vision') in an adult female patient who had essure (ess205) (batch no. 372740-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". The patient's medical history included diabetes, night sweats and viral meningitis. Concomitant products included clonidine, hydrochlorothiazide since 2016, losartan since 2016, metformin and tramadol hydrochloride (ultram ER). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced blindness (seriousness criterion medically significant), alopecia ("suffered with extreme hair loss"), hypertension ("unexplained high blood pressure not controlled by medicine and diet/high blood pressure "), vision blurred ("blurred vision/vision got blurry"), weight loss poor ("weight gain I can't lose"), pelvic pain ("hurts one way or the other/lower pelvic pain"), mood altered ("mood changes"), swelling ("swelling"), diplopia ("double vision"), irritability ("rritable"), loss of libido ("lack of desire ") and visual impairment ("vision saw spot") and was found to have weight increased ("weight gain I can't lose") and heart rate irregular ("irregular heart rate"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced depression ("hormonal changes describe: extreme depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash ("rashes or skin conditions type: mild rashes on face, belly, butt, legs") and tooth disorder ("dental problems"). In march 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced hepatic lesion ("liver lesions"), nausea ("nausea") and abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: lots of yeast infections"). In august 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), arthralgia ("painful joints/ pain kinda towards my hip lisa"), joint swelling ("swelling joints") and hepatic cyst ("I have a cyst on my liver too"). The patient was treated with surgery (uterus with tubes and coils removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, blindness, hepatic lesion, back pain, abdominal pain upper, alopecia, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, depression, mood altered, vaginal haemorrhage, menorrhagia, fibromyalgia, urinary incontinence, migraine, heart rate irregular, swelling, tooth disorder, dyspareunia, vaginal discharge, diplopia, abdominal distension, irritability, loss of libido, visual impairment and hepatic cyst outcome was unknown, the headache, arthralgia, pelvic pain and vulvovaginal mycotic infection had resolved and the fatigue and rash was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, blindness, depression, device dislocation, diplopia, dyspareunia, fatigue, fibromyalgia, headache, heart rate irregular, hepatic cyst, hepatic lesion, hypertension, irritability, joint swelling, loss of libido, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, swelling, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : 2017-247673 discrepancy noted: date of explant:(B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion,that both tubes were blocked. X-ray - on an unknown date: results: see other diagnostics. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pelvic pain (hurts) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia,menorrhagia. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received : following events were added : I have a cyst on my liver too. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of my coils has migrated into my abdomen"), autoimmune disorder ("autoimmune disease") and hypertension ("unexplained high blood pressure not controlled by medicine and diet") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), alopecia ("suffered with extreme hair loss"), headache ("headaches"), fatigue ("fatigue"), arthralgia ("painful joints"), hypertension (seriousness criterion disability), weight increased ("weight gain I can't lose"), vision blurred ("blurred vision"), nausea ("nausea"), joint swelling ("swelling joints"), weight loss poor ("weight gain I can't lose"), tooth disorder ("dental issues") and pelvic pain ("hurts one way or the other"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, back pain, abdominal pain upper, alopecia, headache, fatigue, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor, tooth disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, device dislocation, fatigue, headache, hypertension, joint swelling, nausea, pelvic pain, tooth disorder, vision blurred, weight increased and weight loss poor to be related to essure (ess205). Diagnostic results: on an unspecified date, x-ray revealed one coil has migrated into the abdomen and the other coil definitely did not look right. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pelvic pain (hurts). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-feb-2018: event hurting was added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of my coils has migrated into my abdomen"), autoimmune disorder ("autoimmune disease") and hypertension ("unexplained high blood pressure not controlled by medicine and diet") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "and the other coil definitely does not look right". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("pain in my back/pain"), abdominal pain upper ("pain in my stomach"), alopecia ("suffered with extreme hair loss"), headache ("headaches"), fatigue ("fatigue"), arthralgia ("painful joints"), hypertension (seriousness criterion disability), weight increased ("weight gain I can't lose"), vision blurred ("blurred vision"), nausea ("nausea"), joint swelling ("swelling joints"), weight loss poor ("weight gain I can't lose") and tooth disorder ("dental issues"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, back pain, abdominal pain upper, alopecia, headache, fatigue, hypertension, weight increased, vision blurred, nausea, joint swelling, weight loss poor and tooth disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, device dislocation, fatigue, headache, hypertension, joint swelling, nausea, tooth disorder, vision blurred, weight increased and weight loss poor to be related to essure (ess205). Diagnostic results: on an unspecified date, x-ray revealed one coil has migrated into the abdomen and the other coil definitely did not look right. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2017: summon received. The case was upgraded in incident category. Reporter information was updated. Essure implantation date and explantation date was added. Event: autoimmune disease, dental issues added and pain was clubbed with pain in my back. Event outcome were unknown. Reporter assessed the events were related with essure. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.¿ incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.